Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d9, g3, h2, h3, h4, h6. Complaint sample was evaluated and the reported event was confirmed. One e1 ringloc bipolar 28x45mm was returned and evaluated. Upon visual inspection the locking ring was returned still inside of the shell with the chamfer in the correct position. The locking ring was bent and upon removal there were visible scuffing to the finish. The returned liner showed multiple indentations. The locking ring was measured at the height and width and found within conformance of the print. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the polyethylene liner could not be seated into the metal cup. No additional information.